Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been returned to the manufacturer for evaluation.

Event description:
A site biomed representative reported that outside of a procedure, after fully charging the mobile view station (mvs), it would display a critical battery message after 2 minutes of being unplugged. The representative was able to trouble shoot the issue over the phone. There was no patient present when this issue was identified.

Manufacturer narrative:
A medtronic approved site representative went to the site to test the equipment. It was reported that the uninterruptible power supply (ups) was replaced. The imaging system then passed the system checkout and was found to be fully functional. The suspect uninterruptible power supply (ups) was returned to the manufacturer for evaluation. Testing found that the original batteries would not hold a charge and failed load testing. When new batteries were installed, the unit functioned as designed. Indicating an electrical failure mode.